Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm. Troubleshooting was performed, and it was found that insulin pump was not dropped before alarm, and drive support cap was normal. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump, and the device will not return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.